Event description:
Device displayed ECG comm error while monitoring patient, which would prevent reading the patient's ECG. There was no patient harm.

Manufacturer narrative:
Evaluation of the device was not able to duplicate or confirm reported failure. As a preventive measure, all connectors were disconnected, reattached and secured and all integrated circuits in sockets were removerd and reseated to assure continuity. The device was tested and performed in accordance with its specifications.